Manufacturer narrative:
Only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. Information was reported that an elective replacement indicator (eri) was seen. The patient reported symptoms. The patient stated their ins is not holding a charge for as long as it used too since (B)(6) 2017 (patient stated this past week). The patient has appointment with their doctor on (B)(6) 2017. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the patient's ins not holding a charge as long as it used was caused by the ins not holding the charge. The patient is going to the doctor to setup an appointment to have it replaced. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the replacement device works well. No patient symptoms or complications were reported in this event.